Event description:
It was reported that the patient experienced asystole and syncope with head injury. It was suspected that either the right ventricular (rv) lead or implantable pulse generator (ipg) was not capturing. The lead was capped and replaced. Diagnostic testing/troubleshooting was carried out and reprogramming completed on the ipg. The ipg was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.